Manufacturer narrative:
(B)(6). (B)(4). Investigation results: the returned resolution clip device was analyzed, and a visual evaluation noted that the clip assembly was not returned and the device had evidence of a full deployment. The device was returned without the over-sheath. The catheter was bent at the middle section and kinked close to the bushing. Microscope examination was performed, and there some hits on the bushing hooks, the bushing tabs were rounded and asymmetric. Dimensional examination was performed on the bushing outside diameter, and it was within specification. A dimensional examination was also performed between the hooks of the bushing, and it was observed that both sides a and b were found to be out of specification. No other issues with the device were noted. During product analysis, it was found the dimension between the hooks of the bushing out of specifications, hits were found on the bushing hooks and also bushing tabs were rounded. According to this evidence, it is possible that as a result of the bushing out of specifications, during the actuation of the device, some friction occurred between the components inside of the clip assembly causing the bushing hits and could have lead to clip difficulty releasing from the catheter. This failure is likely due to problems traced to manufacturing process. Therefore, the most probable root cause is manufacturing deficiency. An investigation is in place to address this issue. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used in the colon during an endoscopic mucosal resection (emr) procedure performed on (B)(6) 2021. During the procedure, the clip deployed in advance inside the patient. The procedure was completed with another resolution clip device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable. Investigation results revealed that the bushing had hits on its hooks, the bushing tabs were rounded and asymmetric, and bushing hooks measurement were out of specification; therefore, this is now an MDR reportable event.